Event description:
This event was described as "while setting up the surgical instruments for a laparoscopic cholecystectomy, operating room staff attempted to trial the anchor system prior to the procedure and it was noted the endobag would not load properly into the housing sheath of the retrieval system."

Manufacturer narrative:
Device was not returned for investigation. From the description provided, it is understood that the button would have had to be depressed while handling the device, thus releasing the toggle. Pulling the bag into the tube to prepare it for insertion into the trocar at this point would have disengaged the bag from the arms. This would have prevented the bag from loading properly, as reported. The cause can be directly attributed to user error.